Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was non-functional. Upon office testing it was deemed necessary to do a revision. During the revision it was noted that the outer layer of the implant came off the cylinder and fused to the corpora, making removal very difficult. In addition, both left and right sides of the cylinder tubing to the pump were broken with the internal suture exposed. It was noted that the patient had received chemotherapy which was questioned as a contributing factor. The ipp was removed and replaced with a spectra penile prothesis (spp). No further information was reported.